Event description:
Baxter complaint sample investigation personnel reported an intermate in which the blue winged luer cap was separated from the luer. This condition was observed during evaluation. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unfilled sample for evaluation. Visual examination of the unit confirmed that the blue winged luer was separated from the device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The root cause was due to operator error during the manual winged luer cap assembly process. As a result of this incident, awareness training for all applicable manufacturing operators was conducted in (B)(6) 2011.